Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 146 mg/dl. Reportedly, the pump was plugged into a power source for 30 minutes and the pump began charging.